Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks due to an episode of atrial driven arrythmia in which therapy exhausted. The physician reprogrammed the implantable cardioverter defibrillator (ICD) to resolve the issue. No adverse patient effects were reported.